Event description:
It was reported that the patient's explanted device was being returned. Upon following up on the reason for the explant, it was reported that the patient died. The physician did not believe the vns to be related to the patient's cause of death but could not provide the cause of death. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. The explanted product has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient died on (B)(6) 2014. Patient was last seen on (B)(6) 2014 and the last known vns settings were provided. Attempts to obtain additional relevant information have been unsuccessful to date.